Event description:
The lay user/patient contacted lfs on (B) (6) 2010 alleging that the meter powers off during use. The patient mentioned that prior to 6:00 am on (B) (6) 2010 the patient was sweating. The patient then tried to test minutes later; the meter powered off during use. The patient did not seek any medical attention or contact their physician for assistance. This is not the first time the product is being used. The patient denied any misuse of the product. The meter was replaced. At this time, there is no evidence that the meter caused or contributed to an adverse event since the patient exhibited symptoms prior to testing. The patient denied seeking any medical attention. The complaint is being reported since the alleged issue with the meter was not resolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.